Event description:
As reported, approximately 7.5 years post initial right side tka, the 71 y/o female patient complained of knee pain. The poly was replaced and the patient was revised to a truliant tib ps insert sz 3.5 15mm. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
As reported, approximately 7.5 years post initial right side tka, the 71 y/o female patient complained of knee pain. The poly was replaced and the patient was revised to a truliant tib ps insert sz 3.5 15mm. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pain and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.